Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. There will return 15 representative samples for analysis. No additional information could be provided. The needle did not fell into the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information received: when stitching with vcp433h seams during external surgery, the sewing separation occurred, and the subsequent replacement of the new stitch completed the operation without causing patient injury. There was no delay in surgery. Vcl+ ud 27in 5-0 s/a tf (vcp433h): not applicable vcl+ ud 27in 5-0 s/a tf (vcp433h): lot/batch number: 1041ae lists other johnson and johnson products used during surgery. Has there been an injury report from a patient or user? No is there a significant delay? No if available, please provide the product order number (po). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.